Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had a flap lift enhancement on (B)(6) 2018 and presented on (B)(6) 2018 with epithelial ingrowth in both eyes. The ingrowth was removed without any complications on both eyes. The patient¿s comments were of vision fading in and out; night driving. It was stated that the patient did not experience loss of best corrected visual acuity (bcva). Patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2004: right eye pre-op 20/15 -1.00 x -.75 x 85; left eye pre-op 20/15 -1.00 x -.50 x 90. Bcva from (B)(6) 2018: right eye post-op 20/20 1.25 x -.75 x 12; left eye post-op 20/20 2.25 x -1.25 x 19.